Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the implant was ¿not doing what it is supposed to be doing. The patient reported that the ins was not taking the pain away at all and stated that it is "supposed to be 60%" and is getting to the point where it was before the implant was placed. The patient reported that every time they get up or sit down or does something, it hurts and he turns the stimulator up. The patient reported that they were getting 25-30% relief. The patient reported that 3 months ago, they contacted the manufacturer representative and the stimulator was moved up. Additional information was received from the manufacturer representative that they met the patient on (B)(6). The rep stated that they met the patient for a follow-up appointment after the initial implant. The patient reported that they were going back to work and their activity level was increasing. The rep conducted an impedance check and all impedances were within normal limits. No malfunctions were suspected. The rep reprogrammed the patient and the patient left satisfied with their stimulation. The rep stated that he will follow-up with the hcp office to be present for the (B)(6) appointment, and if he is unable to be present he will reach out to the patient. The patient reported that when they got their permanent implant, it took their pain away a little bit (maybe 25-30%), but they still are having pain. The patient stated that their trial worked really well, but their permeant implant has not really helped. They mentioned that they got a different setting about a week and a half ago, but it still doesn¿t help. The patient indicated that the new setting makes their head feel kind of funny. They stated that it is hard to explain, but it is a different feeling, and just messes with their head. The patient noted that before they were given the new setting, they were on a low setting. They stated that with group a and b they could feel the stimulation, but they are now on group e and feel nothing. They mentioned that if they are laying down on their back, they can feel stimulation a little but, so they know the stimulation is on. The patient noted that the manufacturing representative (rep) set it to 7, but now they have it on 8, and are having the same issues. They stated that they turned their stimulation off the day prior to the report. They also stated that while the rep was setting their device on (B)(6) 2017, they felt light headed, like they were going to pass out. The patient called the rep again on (B)(6) 2017, to inform them that their device was still not working, and that they were still having the head issues. The patient was to follow-up with their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative reported that the patient wouldn't have been feeling stimulation on group e as that was a hd program. They had advised the patient that they could adjust their settings to comfort in response to feeling light headed. No further issues were noted or anticipated.